Manufacturer narrative:
Product event summary: analysis confirmed the reported event, the display was out of electrical specification (missing pixels). It was also noted that the upper and lower cases were broken, the ring cover and both bail covers were missing, the battery contacts were compressed, the ring and both bails were missing, the battery drawer was broken, and the keyboard was scratched and worn.

Event description:
It was reported that the lower display of the epg (external pulse generator) had missing lines of information. The epg was returned for repair. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).